Manufacturer narrative:
A ge svc rep performed an on site investigation. The control panel processor was repaired during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 2000 system would not fluoro. No pt injury was reported.